Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and while mapping with a thermocool smarttouch sf (stsf) catheter and lasso catheter, the patient experienced blood pressure drop and pericardial effusion treated with pericardiocentesis. A pericardial effusion was noticed mid-case. The patient's blood pressure dropped while maneuvering the lasso catheter and stsf ablation catheter in the left atrium. The pericardial effusion was noticed and confirmed with an intracardiac echocardiogram. The procedure was aborted. The medical intervention provided was pericardiocentesis. The last known patient status was stable. The physician believed that the injury occurred due to the agilis sheath. The following bwi devices were inside of the body when the pericardial effusion was noticed: soundstar catheter (8-french), stsf catheter (d/f curve), coronary sinus catheter (d curve), and the lasso catheter. No ablation occurred when the injury was noticed. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).